Event description:
The complainant reported difficulty in surgical insertion of the flexiflo percutaneous gastrostomy tube sligo list#m179.001. During insertion of the tube the physician had difficulty with the length of the "lasso" and pulled the "lasso" out of the end of the perforator 8 mm causing a tear. A secondary fistula was formed between the abdominal fascia and the peritoneum of the patient and the tube had to be removed. As a result, the tube could not be inserted properly and required removal by fascia dissection requiring the dissected fascia to be repaired surgically. There was no post-operative sequelae reported and the patient is in stable condition. The damaged portion of the tube has been returned for testing and investigation and no malfunction of the device has been confirmed at this time. This is considered an adverse event.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required info from the foreign source.